Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal dilatation procedure to treat esophageal stenosis performed on (B)(6) 2025. During the procedure, the balloon ruptured at 12 mm (3 atm). It was reported that no piece of the balloon detached inside the patient. The intended procedure was completed successfully with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results: the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual and microscopic evaluation found the balloon longitudinally torn. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon burst was not confirmed. The returned device was longitudinally torn. It is likely to have occurred due to factors encountered during the procedure or it can be due to excess pressure. These factors and interactions could influence the damage found in the balloon. Also, it is possible that interaction with a sharp surface during or previous to the procedure could create friction on the balloon, causing the longitudinal tear. Therefore, the most probable root cause is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results: the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual and microscopic inspection found the balloon longitudinally torn. A functional evaluation found the balloon inflated but was not able to hold pressure due to a longitudinal tear. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon burst was not confirmed. The returned device was longitudinally torn. The balloon tear found could have been interpreted by the customer as the reported event of balloon burst. The balloon tear is likely to have occurred due to factors encountered during the procedure or it can be due to excess pressure. These factors and interactions could influence the damage found in the balloon. Also, it is possible that interaction with a sharp surface during or previous to the procedure could create friction on the balloon, causing the longitudinal tear. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal dilatation procedure to treat esophageal stenosis performed on (B)(6) 2025. During the procedure, the balloon ruptured at 12 mm (3 atm). It was reported that no piece of the balloon detached inside the patient. The intended procedure was completed successfully with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal dilatation procedure to treat esophageal stenosis performed on (B)(6) 2025. During the procedure, the balloon ruptured at 12 mm (3 atm). It was reported that no piece of the balloon detached inside the patient. The intended procedure was completed successfully with the original device. There were no patient complications reported as a result of this event.